Manufacturer narrative:
This is one event for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiac injuries and/or other related symptoms and subsequently expired after the use of the prod.